Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported left side device rupture and capsular contracture, baker grade iii, diagnosed by ultrasound and MRI. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued e1 (phone number):(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and device rupture.

Event description:
Physician reported left side device rupture and capsular contracture, baker grade iii, diagnosed by ultrasound and MRI. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation : based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed one opening assessed as fold flaw opening. ¿ capsular contracture-breast: unable to observe since it is not related to the device.

Event description:
Physician reported left side device rupture and capsular contracture, baker grade iii, diagnosed by ultrasound and MRI. The device has been explanted and replaced with a non-allergan device.